Manufacturer narrative:
Out of warranty; no request for mfg service.

Event description:
The customer reported the ventilator will not work on battery. The customer reported the device was not in use therefore, there was no pt involvement or harm. As the device is out of warranty, the facility biomed contacted MFR's product support (pse) for assistance. The product support engineer (pse) suggested to customer that pm board or the battery maybe faulty. The biomed reported that the battery was replaced and the problem was resolved.